Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The posterior mitral leaflet was restricted and tethered. The person performing the procedure also performed echocardiogram imaging, therefore imaging was a bit challenging. The clip delivery system (cds) was advanced to the mitral valve. Grasping the posterior mitral leaflet was difficult due to it being restricted. The leaflets were eventually grasped, and the clip was deployed. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to stabilize the slda clip. Mr was reduced to 2-3. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult grasping the leaflets and single leaflet device attachment (slda) appear to the related to patient morphology/pathology. The reported poor image resolution was due to challenging imaging. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.